Manufacturer narrative:
Clinical evaluation. One week after a cemented total hip arthroplasty, the patient reported acute pain following a leg movement while sitting in a chair. A subsequent x-ray revealed a periprosthetic femoral fracture in the calcar region. This type of movement, combined with bone weakening normally resulting from standard femoral preparation, may have contributed to the occurrence of the early fracture. There is no indication to suspect a defect in the implant device. Batch review performed on 10-apr-2025. Lot 2010735: (B)(4) items manufactured and released on 18-jan-2021. Expiration date: 03-jan-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, although it is possible that the movement combined with the bone weakening, normally resulting from femoral preparation, could have contributed to the event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 week after the primary, the patient came in reporting pain due to a proximal femoral bone fracture, in particular the x-rays show a fracture of the medial calcar that extends inferiorly 3 cm from the lesser trochanter. It has been reported that the patient was moving her leg in a chair and heard a loud pop followed by pain. The surgeon cabled the fracture and revised the stem, head and liner. The surgery was completed successfully.